Event description:
It was reported that the pump screen was frozen and unresponsive to the customer's input. There was no reported adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support and successfully reset the pump, restoring functionality to the screen.